Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported he was hospitalized for high blood glucose on (B)(6) 2014. His blood glucose was 600 mg/dl when admitted. Two days before the hospitalization, customer was vomiting and had ketones two mornings in a row. Customer was kept for four days and released on the fifth day. Customer was not wearing the device when hospitalized because he had taken it off three hours prior. He tried treating with a manual injection but his blood glucose was still over 600 mg/dl, so he went to the hospital. In troubleshooting, no device anomalies were found. Customer stated the device was bumped. She also stated the backlight does not turn on anymore. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.